Event description:
The cast cutter was sent for evaluation due to overheating prior to a cast removal. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
The reported event, heating up, was confirmed by the service technician through disassembly and visual inspection. The armature was found to be worn and was replaced. Based on a review of complaint trending, worn components such as the armature can result in increased friction, leading to higher temperatures.

Event description:
(B)(4)

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed. Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.